Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, with clear fluid draining from the open wound. Physician prescribed antibiotics. Patient presented back to the physician with persistent wound issues, and on compression of the chest incision, purulent drainage was expressed from the wound. Physician aspirated the site, obtained wound cultures, and applied a gauze dressing. Patient will continue the previously prescribed course of antibiotics.